Event description:
It was reported that the patient's right ventricular lead exhibited loss of ventricular capture and high impedance. It was noted that the lead impedance rose gradually since (B)(6) 2016. There were no adverse consequences to the patient as a result. The lead was explanted and replaced successfully. Patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead distal segment was returned for analysis. The lead was cut 43.5/46.3/47.3 cm (insulation/cables/coil) from the distal tip. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.